Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 717 mg/dl. The customer had symptoms such as nausea vomiting and treated with insulin shot. Customer's blood glucose value was 74 mg/dl at the time of the call. Customer was hospitalized on (B)(6) 2017 in the evening. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.